Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from five patient samples using vitros tropi es reagent pack lot 2500 processed on the vitros eciq immunodiagnostic system (s/n (B)(4)). The most likely assignable cause for the higher than expected result is instrument related. The ortho field engineer (fe) established that residue following an earlier incubator flood was present above the evaporation cover on the upper heater plate. The ortho fe performed cleaning and maintenance actions to multiple analyzer sub systems including reagent metering, the signal reagent system, sample metering and well wash and replaced the motor and made adjustments to the incubator inner lift pin. Following these actions acceptable within run precision testing and qc fluid results were obtained, indicating that the vitros eciq immunodiagnostic system was performing as expected. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. Ortho was unable to determine whether the customer was following the sample collection device manufacturer¿s recommendations, so it is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. Based on historical quality control results, a vitros tropi es lot 2500 performance issue is not a likely contributor to this event.

Event description:
The customer observed non-reproducible, higher than expected troponin I results obtained from five patient samples processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were not reported from the laboratory and there was no allegation of actual patient harm. (B)(4).